Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the force bipolar instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument was grasping tissue to dissect hernia, and they were not able to open, and jaws were sticking. There was a short delay while removing and inserting a new instrument. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgical task that was being performed at the time was grasping tissue to dissect hernia. Tissue was not damaged as they were able to open the force bipolar's jaws. There was not bleeding at the result of the event. The force bipolar instrument was removed and a new was opened. According to the surgeon, the force bipolar's jaws were sticking and not opening. The complication was not expected as part of the procedure. There was a short delay while removing and inserting the new instrument. This event, according to the surgeon, did not affect patient's health. The patient did not experience any post-operative complications. The current patient status is discharged. The procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar forceps instrument was tested on an in-house system showing two lives remaining. The instrument passed grasping, recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. There was no physical damage. There was no problem detected. The reported complaint could not be replicated, nor confirmed, during the failure analysis investigation, as the instrument successfully passed all functional tests. The probable root cause and risk could not be established as the instrument was fully functional. No product issue was found. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product.

Event description:
Refer to h11 for follow-up information.